Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on 2023-dec-13 the national institutes of health stroke scale (nihss) increased by >5 points than on admission, which met the definition of neurological deterioration. The patient's baseline modified rankin scale (mrs) score was 0, baseline nihss score was 16. This event was not a recurrent or new stroke. This adverse event (ae) was possibly related to the disease under study and possibly related to an underlying condition or disease. Ae did not result from a device deficiency. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The issue was not recovered/resolved. This event did not lead to blood transfusion, concomitant treatment, other actions taken, percutaneous intervention, physical therapy, or surgical procedure. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as procedure related. The pre-procedure mtici score was 0, final post-procedure mtici score was 3.

Event description:
Additional information was received reporting the cause of the nihss score change was unknown. This event did not result in any treatment or other actions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.